Event description:
Staff opened up the ethicon focus hand piece and blue adapter cord to use on case this morning. They were unable to get it to test/work. We opened another blue cord up but still could not get it to work. The instrument was not used on the case because we could not get it to work. After the case was done we tried to trouble shoot both blue cords and could not get either to work with the hand piece. Unfortunately, during this time, the hand piece did end up breaking but it did not come that way in the package. Trouble shooting by biomed showed that the hand piece itself did not work. Safety report ID #: (B)(4).